Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. (B)(4).

Event description:
A nurse reported that during surgery the implant failed to fire. Additional information has been requested.